Manufacturer narrative:
Article citation: cyr, t. L., pockaj, b. A., northfelt, d. W., craig, f. E., clemens, m. W., & mahabir, r. C. (2020). Breast implant¿associated anaplastic large-cell lymphoma: current understanding and recommendations for management. Plastic surgery, 28(2), 117-126. Doi:10.1177/2292550320925906. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma (suspected) and seroma (late onset).

Event description:
Through journal article "breast implant¿associated anaplastic large-cell lymphoma: current understanding and recommendations for management," one patient is reported to have experienced "periprosthetic fluid had rapidly accumulated in the left breast; sudden and spontaneous swelling of the breast due to fluid accumulation," and "fine-needle aspiration showed large anaplastic cells that expressed confluent cd30 consistent with breast implant-associated anaplastic large-cell lymphoma." Affected side is left. The device has been explanted. Patient did not require further treatment, and has been "disease free for 2.5 years". The manufacturer of the device is unknown.